Event description:
Boston scientific received information that this device declared end of life (eol). The charge time (CT) went from 18.4 seconds to >30 seconds within one month. Boston scientific technical services (ts) advised device be replaced. There were no adverse patient effects reported. Additional information was received that this device was explanted and a new device successfully implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times [and the eri to eol time period was shortened] due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.